Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced corneal decompensation (unconfirmed). The lens was implanted upside down, patient contact but no patient injury. The lens was implanted, removed and replaced intraoperatively and the problem was resolved. Cause of the event was reported as user error. Additional information was requested. No further information is available at this time. This file will be re-opened if additional information is provided.

Manufacturer narrative:
Corneal decompensation is identified in the labeling as a known potential adverse event following icl implantation. Claim: (B)(4).